Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: e vproplus-29us, serial/lot #: (B)(4), ubd: (B)(6) 2023, UDI#: (B)(4) product ID: gwbc30, serial/lot #: unknown, ubd: unknown, UDI#: unknown product analysis: the valve and delivery catheter system (dcs) were discarded and the guidewire was not returned; therefore, no product analysis can be performed. Conclusion: without return of the products, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a 14 (B)(6) non-medtronic int producer sheath was inserted from the left transfemoral artery. A pre-implant balloon aortic valvuloplasty (bav) was performed with a non-medtronic (inoue) balloon. The balloon was set to 24 millimeters (mm) to 22 mm. The delivery catheter system (dcs) was inserted by replacing the in-line sheath and was passed through the native aortic annulus with the cusp overlap technique. The annulus was a type 0 bicuspid valve; thus, positioning was aiming at the 0 position in order to maintain the coaptation line of the valve. At the time of 2/3 deployment, placement was 0 mm on the non-coronary cusp (ncc) side and the position was as intended. The valve was found to be difficult to deploy. The valve did not deploy well, and it was possible that the nose cone did not come off the valve. While the physician was making a mistake trying to pull the dcs, the nose cone popped up with the left ventricle guide wire and was pulled out to the top of the valve. At that time, the valve that had been implanted by catching the lower end of the valve and it became placed in a negative position. The valve was not fully dislodged and remained partially in the annulus. The pressure gradient was then measured at 30 millimeters of mercury (mmhg). Due to the high gradient, a post-implant bav was performed with a 24 mm non-medtronic balloon at 23 mm with rapid pacing at 180 beats per minute (bpm). When the balloon was expanding, the valve did not expand completely expanded and shortened. The balloon expanded from below, lifted the balloon, and dislodged the valve. A snare was then utilized to hold the paddle of the valve. A second transcatheter bioprosthetic valve was attempted to be implanted valve-in-valve. Due to an enlarged ascending aorta the first valve could not be fastened by the ascending aorta. The second valve was inserted through the first valve when the lower end of the first valve pushed the greater curvature of the ascending aorta and pierced the aorta. It was noted that the horizontal aorta contributed to the injury. Blood pressure dropped immediately, the second valve was removed, and a thoracotomy was performed. The pierced aorta was identified during the thoracotomy. Aortic valve replacement (avr) was performed, and the first valve was explanted. The ascending aorta was repaired, and the wound was closed. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: h6 result code (for guidewire) conclusion for concomitant product, confida guidewire: investigation for the confida guidewire noted that per the warnings in the confida instructions for use (IFU), the guidewire should not be pushed pulled or rotated against resistance, and the wire position should be monitored throughout the procedure for proper placement of the curve and distal tip. In addition, the guidewire should always be exchanged through a pigtail in rao view, with control of the guidewire maintained at all times; while maintaining strict fluoroscopic surveillance of the guidewire at all times. In this case, the user noted that they had lost wire positioning after they pulled the wire along with the delivery catheter system (dcs) out through the valve. Conclusions for the dcs and valve are in progress. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the inflation was not properly performed during the pre-implant balloon aortic valvuloplasty (bav). Following implant of the first valve at a depth of about 3 mm, the valve was under-expanded. It was reported that the post-implant bav was performed to achieve expansion and ensure the nose cone could be removed. It was reported that the nose cone caught the lower end of the valve during the post-implant bav. Both the guidewire and nose cone went through the valve and were pulled to the ascending aorta. The second valve was attempted to be placed by connecting the lower end of the first valve and the crown of the second valve, however the second valve was not deployed. It was reported that the delivery catheter system (dcs) contributed to the aortic dissection by pushing the first valve. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that when the aorta was pierced, pericardial effusion also occurred. Updated b5. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: h6. For valve (d591309) eval code method, eval code result, eval code conclusion product analysis: no devices were returned and no procedural images were submitted for review; as such no analysis could be performed. The device history record (DHR) was reviewed for the first valve (d591309) and showed that this product met all manufacturing specifications for product released for distribution. A DHR was not required for the delivery catheter system as the event description did not indicate a potential manufacturing issue. However, manufacturing controls are in place to ensure that the device met specification requirements prior to release from the manufacturing facility. No issues were identified that would have impacted this event. Conclusion: dislodgement of the valve by the distal tip is likely related to operator technique or experience; the device instructions for use (IFU), instructs the user ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. Dislodgement events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. There is no information to suggest a device malfunction or a failure to meet manufacturing specifications were related to this event. Given the limited information and no images for review, the root cause of the dislodgement event cannot be conclusively confirmed and a relationship to the dcs cannot be established. High gradients can be related to valve related factors (degeneration, thrombus, calcification, etc.) Or non-valve related factors (lvot obstruction, patient pressures, lv dysfunction, etc.). Multiple factors can affect valve frame expansion, such as patient anatomy (e.g., calcification location and levels) and procedure related factors (e.g., valve positioning). The potential cause of the reported under-expansion and high gradient may be due to the suboptimal implant position after the valve dislodged. Based on the limited information and no images to review, the conclusive cause of the under-expansion and high gradients cannot be determined. Potential factors that can influence a valve pop-out/dislodge include tension applied on the dcs during positioning, calcification levels and compliance of the native anatomy, user technique and a number of others. The root cause of the valve dislodgement cannot be conclusively determined with the information available. Dislodgement events are typically not related to a device malfunction. It was reported that the post-implant bav was performed to achieve expansion and ensure the nose cone could be removed. Per the device instructions for use (IFU), if valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilatation (pid) of the bioprosthesis may improve valve function and sealing. Cardiovascular injuries, including dissection, are known potential adverse patient effects per the device IFU, and may be impacted by many factors including the patient's pre-procedural condition, anatomical factors, in addition to procedural and device factors. In this case, it was reported that it was noted that the horizontal aorta contributed to the injury. When the aorta was pierced, pericardial effusion also occurred. No procedural images were received for review, and the cause of the dissection cannot be determined, and the potential relationship to the device cannot be established. Hypotension is a known potential adverse effect per the device IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally functioning device or model implant procedure. In this case, the hypotension most likely was a result of the dissection. However, a conclusive root cause cannot be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.